Event description:
It was reported that the patient's device reached elective replacement indicators (eri) and the device automatically went to vvi 65 pacing. The patient had paced in the atrium prior to the eri status, and felt sluggish and symptomatic once the device switched to the ventricular pacing. The device was temporarily programmed to multi value pacing until the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.